Event description:
It was reported that the patient received multiple inappropriate shocks due to t wave oversensing on the right ventricular [rv] lead. It was also reported that the patient stopped taking their heart medications over a month ago, the r-waves have been diminishing since implant and undersensing of r-waves was noted. The pace/sense portion of the rv lead was capped and replaced; the high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.